Manufacturer narrative:
Device issue with inomax dsir ds20090432 was created as (B)(4). The device investigation was completed on 21-jun-2016. The regional service center (rsc) service log review revealed multiple injector module (im) failure alarms consistent with the date of the reported complaint. The multiple im failure alarms occurred with temperature counts slightly out of range (< 70 counts). An injector module that improperly reports temperature or flow counts can contribute to improper nitric oxide (no) delivery as the device dynamically adjusts no injection to the reported flow to maintain the set dose. The recommended action for an im failure alarm is to reconnect the im, and then employ the inoblender or backup mode or replace is necessary. Further review reveals a delivery failure (df) alarm due to monitored no 101 ppm > 100 ppm on (B)(4) 2016 while delivering a 39 ppm no dose. The df alarm interrupts drug delivery which would be consistent with the reported patient decompensation. The device was not restarted on june 8 to reinitiate drug delivery and the reported use of the inoblender is not a logged event. The df occurred following multiple high no alarms. The last high no calibration was on (B)(4) 2016, more than 30 days prior to the start of sequence 35b and consistent with use error. High calibration is required every 30 days, as per the manual. Device operation without the required calibration can contribute to no monitoring issues. The rsc investigation could not reproduce the im or df alarms, however, the im in use at the time of the df (im 20441003) was not returned with the device and was replaced with another returned im (im 20719026) (which was sent back by the customer) for initial testing. The im cable and im receptacle cables were replaced as a precaution due to the logged events. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report that inomax dsir ds20090432 unit was delivering no to an unstable critically ill patient when an injector module failure occurred. The reporter called back to the company in response to a request for additional information related to the adverse event reported on (B)(6) 2016. A (B)(6) male (dob (B)(6) 1950) received a heart transplant on (B)(6) 2016. On the morning of (B)(6) 2016, the patient was started on 40ppm inomax to treat pulmonary hypertension. The patient was receiving several supportive medications and was mechanically ventilated. The reporter stated that on "(B)(6) 2106" at approximately 14:30, while in the room with the patient, the inomax dsir (ds20090432) spontaneously sounded injector module failure followed by a delivery failure alarm, described as a "big red x on the left lower corner of the screen". The reporter stated there were no patient care activities taking place at the time of the alarms, or just before the alarms sounded. The reporter stated that "almost immediately" following the injector module failure alarm, the patient began to decompensate with a drop in blood pressure and heart rate leading to cardiopulmonary arrest and the initiation of cardiopulmonary resuscitation. The reporter did not know the exact values for the heart rate and blood pressure changes. The reporter immediately initiated manual ventilation using the inoblender with the dose set to 40ppm and the patient was successfully resuscitated, regaining a heart rate and blood pressure in "less than 5 minutes". The actual start and stop times of the resuscitation were not available to the reporter. When the heart rate and blood pressure dropped the patient's oxygen saturation was reported to decrease from baseline of 92 -94%, to an unknown value, and the fio2 was increased from 70% to 100% during resuscitation, remaining at 100% for the duration of the patient's course. Once the patient stabilized, the reporter replaced the inomax dsir unit and inomax therapy continued. The reporter stated the patient was then taken to the catheterization lab to insert a balloon pump, which was unsuccessful and the patient was subsequently taken to the operating room where a balloon pump was inserted surgically. According to the reporter the patient's family decided to place the patient in a do not resuscitate status, and the patient ultimately died on (B)(6) 2016 at 20:22. The listed cause of death was stated to be "acute rejection of heart transplant, grade 3 rejection". The reporter stated the drop in blood pressure and heart rate leading to cardiopulmonary arrest was possibly related to the abrupt withdrawal of inomax and possibly related to the device malfunction. Inomax dsir ds20090432 was removed from service and returned to the company for service evaluation.